Manufacturer narrative:
(B)(4) date sent: 4/27/2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device 10bu3h_vcp602h batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. Received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a 3d laparoscopic partial duodenectomy procedure on (B)(6) 2026, and suture was used. The patient underwent surgery, and the surgery process was smooth. When suture was used to close the surgical incision, the problem of pulling off suture needle happened and could not be used, so it was replaced with a new one and was used normally. Additional information was requested.